Event description:
The customer reported the ventilator backup battery failed. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. The fse replaced the backup battery to address the reported problem. Final applicable testing was performed per operating specifications. Specifications and passed. Proper care, maintenance and testing should be performed when using battery power sources.